Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint systemdevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail system (tfn) surgery that the locking mechanism would not move when trying to lock with the screwdriver. The nail was removed and replaced with the same size (11mm diameter) and (130 degree angle). There was patient involvement; no patient harm; and a surgical time delay of less than 5 minutes. There was no surgical/medical intervention required and the procedure was successfully completed. Patient status outcome is good. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 456.318s). The returned implant (456.318s, lot 7919016, manufactured feb 2015) was returned under the complaint condition ¿sticks/jams/stuck¿. The returned nail was examined and the locking mechanism was able to be loosened and removed. A significant amount of dried biologic matter fell out of/remained in the threads of the nail and locking cap. It is likely that during surgery this caused the mechanism to bind. After evaluation, the complaint condition was confirmed as biologic material was observed in the threaded interface between the nail and locking mechanism. This likely caused the lock screw to bind, not allowing it to be manipulated during surgery. The complaint is confirmed. The associated drawings for the subject device were reviewed and there were no dimensional discrepancies in the returned device, and the design was found to be adequate for its intended use. No design of manufacturing defects were identified which would have contributed to the complaint condition. Corrected data: subject device was removed during surgery as reported and, therefore, was not implanted on (B)(6) 2015. This field should be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). A device history review was conducted. The report indicates that it revealed no complaint related issues for complaint number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.